Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when opening the package, the two pigtail rings of the ureteral stent were found to be ruptured.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted which showed the stent broken into two pieces. Visual evaluation noted the sample was separated on the body of the stent, the separation appeared to be cut as the material did not appear to be stretched or discolored. The suture was threaded through the entire body of the stent and the portholes. Although a specific root cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: the inlay optima ureteral stent instructions for use, baw7659454 revision 0, was reviewed and found to be adequate as it states: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The actual/suspected device was inspected

Event description:
It was reported that when opening the package, the two pigtail rings of the ureteral stent were found to be ruptured.